Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The surgeon reported to sales rep that he used 4 cement doses before finishing the surgery. Three out of four doses from same box (same lot) couldn't be used because the cement didn't become hard and the cup was not firmly fixed in position. The surgery was completed using the fourth cement dose from another box (different lot). It was further reported that there was a minimal delay in the surgical procedure and no medical intervention required in addition.